Event description:
It was initially reported that the customer was unable to lock the zimmer skin graft mesher. However, through device analysis, it was observed that the device had a bent comb. Clinical information received from the customer indicated that they were unable to lock the mesher during set-up in the theatre. A second device was opened to continue the surgery. The issue was noted during sterile processing/room set-up and the device was not in use on a patient/procedure when the problem occurred. There was no delay/extension in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/21/2008 and was last repaired on 10/25/2012 for a non-related issue. Evaluation of the device observed the roller and comb were damaged and that replacement of the left hinge top was necessary in order to attain proper functionality of the left latching pin. Prior to repair, a test mesh passed; however, the device was outside calibration specifications on the left and right sides. Customer did not return any cutters for evaluation. Improper handling by the user most likely damaged and misaligned the left hinge top with the side plate, most likely causing the customer's reported event as a result. Additionally, improper handling most likely caused the damage to the roller and comb. The device was serviced and returned to the customer.